Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The patient began remedial treatment with a loading dose ip injection of vancomycin 1gm and continuing ip injections of fortum 1gm. The root cause of the peritonitis was unknown. At the time of this report, the patient remained hospitalized and the event of peritonitis was resolving. Dianeal was ongoing. The nurse believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy